Manufacturer narrative:
(B)(4). Batch manufacturing records of nw3328/ b8002 was reviewed for any process deviation but no deviation was observed. Summary: one sealed (overwrap) pack was received at manufacturing location for investigation as complaint sample. Complaint sample was evaluated visually against retain (control) sample. Findings are as follows: packing material for sealing of product code nw3328 b8002 is nucrel top & nucrel bottom as per ethicon epid. However, in received complaint samples single barrier folder (sbf) has been used as packing material. This received complaint sample is confirmed as counterfeit product. Further the issue has been escalated to brand protection team to investigate the channel through which this product is entered in the market.

Event description:
It was reported that the product was suspected to be counterfeit in 2021. The product was not used on the patient. Upon evaluation, it was observed that this is counterfeit product.